Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the device broke while the patient was getting into/out of a car. The device was revised in 2007. Implant date is unk.